Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly had been experiencing elevated blood glucose levels from 10.2 mmol/l - 22 mmol/l on monday; self-treated. Caller stated stated she was found unresponsive on thursday night by her husband and taken to the hospital where she was admitted and treated with with insulin for a blood glucose level of 52 mmol/l. Caller reported hospital suspects pump had not delivered insulin. Requested return of the alleged device and replacement was sent.

Manufacturer narrative:
Day of event was changed from thursday to tuesday.

Event description:
Correction: caller stated she was found unresponsive on tuesday night by her husband and taken to the hospital where she was admitted and treated with with insulin for a blood glucose level of 52 mmol/l.